Event description:
It was reported that: dr. Has been using manta for several years and I was informed yesterday that he has had three recent instances of the bypass tube not going through the valve in the 18f manta. He has tried to pass the device through the valve and met with considerable resistance. Once he was successful with a second device through the same sheath (tc#1900107373 der14708) and once he had to open two additional devices to be successful (tc#1900107401 der14714 1st device) and (tc#1900107372 der14709 2nd device). Both occasions he was able to close the femoral artery without incidence but had to delay the case in order to retrieve additional manta's. Additional information: the issue was identified during tavr procedures. Severe resistance was met when attempting to pass the valve, the bypass tube would not enter the valve. Existing sheath remained in place and new manta device was inserted each time to try and get the bypass tube through the valve. There was no reported patient harm or consequence and they were reported as fine post the procedure.

Manufacturer narrative:
(B)(4), the device was not returned for investigation. No return product evaluation could be completed. The device lot number was not reported for this investigation. Case details were reviewed. No issues were encountered advancing or withdrawing the procedural sheath. Following the tavr procedure, an 18f manta was deployed for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. The bypass tube would not enter into the hemostatic valve. No buckling or bending occurred to the bypass tube when resistance was met. The first manta device was removed, and the first manta sheath remained on the guidewire. A second 18f manta device was opened and loaded onto the guidewire. Again, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. The second 18f manta device was removed, and the first manta sheath remained on the guidewire. A third 18f manta device was opened and loaded onto the guidewire and deployed without issue. The patient did not experience any harm or health consequence other than the delay of closure and the outcome post-procedure was fine. The IFU indicates: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Procedure requirements indicate the manta closure must be deployed using the manta sheath provided in the manta package. Do not substitute any other sheath. The occurrence rate for similar events regarding manta- difficulty advancing delivery system tube is 0.205%. We will continue to monitor the rate for all ders related to capa00319 and only initiate a new nce if the occurrence rate exceeds 0.40% as specified in capa00319. The der process will continue to monitor for any similar events.

Event description:
It was reported that: dr. Has been using manta for several years and I was informed yesterday that he has had three recent instances of the bypass tube not going through the valve in the 18f manta. He has tried to pass the device through the valve and met with considerable resistance. Once he was successful with a second device through the same sheath (tc#1900107373 der14708) and once he had to open two additional devices to be successful (tc#1900107401 der14714 1st device) and (tc#1900107372 der14709 2nd device). Both occasions he was able to close the femoral artery without incidence but had to delay the case in order to retrieve additional manta's. Additional information: the issue was identified during tavr procedures. Severe resistance was met when attempting to pass the valve, the bypass tube would not enter the valve. Existing sheath remained in place and new manta device was inserted each time to try and get the bypass tube through the valve. There was no reported patient harm or consequence and they were reported as fine post the procedure.

Manufacturer narrative:
(B)(4).